Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. (B)(4). Concomitant product: carto 3 system, model #: m-4800-01, serial #: (B)(4). Smartablate generator, model #: m-4900-07, serial #: (B)(4). Smartablate pump, model #: m-4900-08, serial #: (B)(4). Soundstar eco catheter, model #: m-5723-17, lot #: unknown. (B)(4).

Event description:
It was reported that a female patient in her (B)(6) underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis. The patient's medical history was unknown. During the procedure, a cardiac tamponade was noticed when the fluoroscopy showed that the patients heart was not moving. It was confirmed through an echo. They performed a pericardiocentesis and 1200cc of fluid were removed. A transseptal puncture had been performed. The patient event occurred during the ablation phase. There were no error messages observed on the biosense webster equipment during the procedure. The temperature stayed below 45 degrees celsius. The act was maintained at 300 - 350. The patient did not require extended hospitalization. The patient fully recovered. The physician's opinion regarding the cause of this adverse event is that it was due to the patient's condition.